Manufacturer narrative:
An evaluation was done, and it was observed the precice nail was undamaged. A review of the lot history record for the device revealed that the device met all of the required quality inspections and that the products were released within specifications.

Event description:
A distributor reported that a patient's precice nail was removed because the device allegedly does not appear to be lengthening.